Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No. What efforts were made to locate the blade tip during the procedure? Unknown. Was this procedure converted to an open procedure? Unknown. Are there any plans to locate the piece? Unknown. Was there any change in the patient care as a result of this event? Unknown. What is the current patient status? Unknown. Please provide the status of the device(s) as it has not been received for analysis. The hospital remained the device, so it can't be returned for testing, the quantity of the return device should be 0.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? What efforts were made to locate the blade tip during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece wasn't found and the physician was not sure if it was still in the patient. Changed to another device to complete surgery. No additional information can be provided.